Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Manufacturer narrative:
Updated fields: b4, g3, h2, h6 (type of investigation ), h11.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked the machine and noticed a problem with a battery during preventive maintenance (no more date displayed in the calibration menu). So fse replaced both batteries . Preventive maintenance performed at the same time. All functional and safety checks are meet to factory specifications performed and returned to use.

Event description:
Na.